Event description:
A malfunction was reported with a code identified as malf 6. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.